Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a pinhole on the proximal end of the balloon resulting in this leakage. Common carotid balloon inflated and deflated properly. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. The malfunction was detected during pre-use check. Surgeon used another f3-s shunt for the procedure.

Event description:
During pre-use check, the user could not inflate the internal carotid balloon.